Manufacturer narrative:
The caller is unable to send the meter back, because it is in (B)(6). Arkray explained the importance of having it returned, but the cusomter stated the shipping of the meter would cost more than the meter itself so it is not cost effective to have it shipped from india so it can be returned. (B)(4) (manufacturer) did not receive the return of subject meter.

Event description:
Caller's parents have been using this meter for three years and it has been working fine. Recently, the meter has started giving readings in "mmol/l" not "mg/dl". There is no way to change this back. The caller is unable to send the meter back, because it is in (B)(6). I explained the importance of having it returned, but the customer stated the shipping of the meter would cost more than the meter itself so it is not cost effective to have it shipped from (B)(6) so it can be returned. Customer also requested control solution. Please replace meter, send control solution, and send return label.